Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cylinder being worn to the filament and a bulge when inflated that was identified during analysis confirmed the reported allegation of a hole in the cylinder. Technical analysis: the cylinders were returned for analysis to our post market quality assurance laboratory. Visual examination of the first cylinder identified the cylinder proximal body was cut into two pieces as a result of sharp instrument damage, likely from the explant procedure. The same cylinder kink resistant tubing (krt) was worn to the filament. Visual examination of the second cylinder identified wear present at a fold in the cylinder body. The first cylinder was not functionally tested as it was cut into two pieces. During functional testing of the second cylinder identified a bulge when the cylinder is inflated with a syringe. However, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to cylinder micropuncture. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to cylinder micropuncture. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.